Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has concluded a most likely cause. The most likely cause is misuse, attributed to misuse/mishandling during implementation. The allegation that this was an out-of-the-box occurrence cannot be confirmed without photographic documentation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/22/2025, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak implants appeared slightly damaged upon removal from their packaging. This damage affected the functionality of the knotless mechanism, with the blue #2 stitch identified as the likely source of the issue. This was discovered during a labral repair procedure on (B)(6) 2025. The implants remain in the patient. Additional information received on 9/30/2025: the sales representative reported that damage to the knotless 1.8 fibertak was not observed until it was implanted and viewed under the scope. The blue suture appeared frayed and was getting stuck after conversion. In both cases, the surgeon cut the sutures and placed new implants near or directly over the two that failed to tighten.